Event description:
It was reported that during a laparoscopic cholecystectomy procedure was performed, and the procedure went well. The patient was released. About a week later, the patient returned to the ER with abdominal pain. The account did an ecr scan and there was a leak from the common bile duct. It is unknown what may have caused the leak. The patient was transferred to another hospital for further consultation and treatment. Unknown how the leak was fixed due to the patient being transferred to another hospital. The patient had an open gastric bypass a few years ago along with other abdominal procedures. The device was discarded.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. Evaluation summary: as a lot number was not received, a device history review could not be performed. Additional information was obtained. The rep does no have access into this account, so the information is limited.